Event description:
It was reported that the large needle driver instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was placed on an in-house test system and successfully recognized. The pogo pins did not stick and were not contaminated. Engineering was unable to confirm the customer alleged failure mode. Engineering also observed that the distal end of the main tube has a couple of deep scratches with material removed. The scratches are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.